Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus there were issues with two (2) distal caps at the start of a therapeutic endoscopic retrograde cholangiopancreatography with calculus removal. A distal cap was opened, found to be defective and not used for the procedure. A second distal cap was opened, inspected, and placed on the endoscope correctly. When the monitor went black, the endoscope was removed and no distal cap was on the scope. The assistant thought the cap may not have been placed on the scope. There was a procedural delay of less than five (5) minutes. A third distal cap was correctly placed on the endoscope and the procedure was successfuly completed. The patient vomited the missing distal cap in post-operative holding (recovery). This event includes 2 reports as follows: patient identifier (B)(6) is for the maj vomited by the patient. Patient identifier (B)(6) is for the tjf used during the procedure. This is report 2 of 2 for patient identifier (B)(6) is for the tjf used during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The device evaluation results identified the following: the customer did not return any distal caps for testing; therefore, the investigator used an unopened, test single-use distal cover (maj-2315, lot h0520) for the inspection. The maj-2315 single-use distal cover (lot h0520) was placed on the distal tip of the video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover securely attached to the distal end, which was further confirmed by the positioning of the hook on the distal ring that became completely visible within the opening of the distal cover as is stated in the quick reference guide. Additionally, the seam at the top of single-use distal cover showed no damages (no cracks or voids) after placement onto the distal end. The investigator gently pulled and twisted the distal cover to verify that the part did not slip or come off. The forceps elevator fully manipulated in the up direction without any signs of catching, or obstruction. Further, the hook at the distal end has light scratches and a slight dent. After verifying that there were no issues with the single use distal cover, mq manually removed the cover from the scope according to the maj-2315 instructions guide, without any difficulties. The video scope passed the cosmo leak test (-.0). The scope was found to have a pinhole in the bending cover glue, the objective lens glue, and the distal end glue. The scope distal end glue was discolored and chipped, lens glue discolored, distal end had scratches, angulations were insufficient, angulation control knob was stiff, objective lens was discolored, light guide lens glue peeled and scope connector was dented. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to improper attachment of the cover to the scope. The suggested event was thought to be preventable since IFU (operation manual) states as below: ¿important information ¿ please read before use: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿